Manufacturer narrative:
The user reported discrepancies between bg and sg values. A diagnostic upload (du) was requested and the case was escalated. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After sensor re-link was successfully performed, additional monitoring confirmed bg values entered after the sensor re-link fit sg trended well. User was advised to continue using the system, calibrating as requested. User was unresponsive to attempts to relay escalated response. Per dms review, the system is being used with updated firmware version and there is information up to date. B4. Date of this report 11 jan 2026. G3. Date received by the manufacturer? 11 jan 2026. H6. Investigation findings updated to 114.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated, and after a sensor re-link and monitoring, it was determined the bg values fit the sg trends well. The user remained unresponsive after multiple contact attempts. Per dms review, the system is being used with latest firmware version and there is information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.